Event description:
It was reported that the patient attended a routine follow-up and the health care professional (hcp) observed the shock impedance measurement was at 132 ohms, which is high out of range. The hcp reviewed the daily measurements on the trend and noticed that the shock impedance gradually increased since 2023, starting at 83 ohms. It was decided to test the system and synchronized shocks were delivered at 1,1 and 41 joules, showing adequate results. Defibrillation threshold (dft) test was also performed and it still showed out of range impedance at 31 joules, however, the shock impedance was adequate at 41 ohms, showing 105 ohms, which is within normal range. The shock impedance range limit was also reprogrammed from 125 to 175 ohms. The lead remains in service. No additional adverse patient effects were reported.